Event description:
Boston scientific received information that this implantable cardioverter defibrillator reached the elective replacement indicator and had an extended charge time of 21 seconds. The device was explanted and replaced. No other adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. A request for the product return was sent to the representative. If the product is returned or if additional information becomes available, this report will be updated.